Event description:
Resident was being raised from the bed to the chair with a portable ceiling lift. Resident was in sling being raised when the ceiling lift disconnected from the reacher. The resident fell to the floor about 4 feet. The ceiling lift fell onto the resident. A fall mat was present which helped minimize injuries to resident. The resident was brought to the emergency room. He had CT scan and was returned to the centre after spending the night. The resident was sore, in pain, and afraid of the ceiling lift.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjohuntleigh (B)(4). A complete investigation was performed by the manufacturer, including a review of the trend of similar problem, history of the product involved and test report available about this type of product and failure mode. (B)(4). No relevant information was found when reviewing the manufacturing process. There has been a field action (FDA reference #z-0482-2007) to inform customer of the potential risk that fastening the carabiner to the exterior of the closed ring portion of the reacher is contrary to the manufacturer¿s instructions and is an unsafe practice. This customer has been reached during the field action. An on-site inspection was performed by an arjohuntleigh representative. The portable ceiling lift was found in good working condition, with minimal, aesthetical scratches, which do not affect the performance of the lift. Clear pictures were received by the manufacturer, which confirm the observations of the representative. The reacher, the carabiner and the trolley of the portable ceiling lift did not present any damages. Since the complaint information and previous simulations performed were sufficient to explain the event, no product return was deemed necessary. The hypothesis expressed by the customer to explain the event was the strap of the ceiling lift was on the hinge of the carabiner and when the pt was raised, the weight caused the hinge to open and separate from the lift, causing the fall. Internal simulation previously performed by the manufacturer showed that this could not be consistent with the event, since if the strap is on the carabiner hinge, it will either slide down in its adequate position, or it will break the hinge as soon as the pt is supported. This would result in the ceiling lift immediately falling down on the pt. The information made available about this event was that the pt was moved laterally before the portable ceiling lift fell, which means that the carabiner was installed in a way which should allow the weight to be supported for a certain period of time before falling from the ceiling lift. Simulations done also showed that only one possibility was found plausible to explain this sequence of event. This situation involves installing the carabiner at the top of the reacher loop, instead of having it resting at the bottom of the reacher loop as intended. This possibility is considered as a user error since the instructions for use of both the reacher and the ceiling lift shows how to install the carabiner. Furthermore, a warning sticker for the reacher, provided during the field action, shows how to properly attach the carabiner to the reacher. Based on the information available and simulation performed, it is concluded that the carabiner was not properly installed since the caregiver did not properly follow the indications provided in the v3 instructions for use (IFU). This document clearly states that prior to each use, the caregiver should: "inspect the hook at the top of the strap to ensure that it is properly attached." This would have prevented the user from attempting a transfer if the carabiner and strap were not installed properly. Moreover, the IFU of the reacher (001.08315 rev. 2) also presents the adequate way to install the carabiner in the reacher, and the reacher in the ceiling lift trolley. It also presents the potential use errors with the carabiner. This should prevent the user from attempting a transfer if the lift reacher and carabiner are not properly installed. It is recommended to the customer to retrain the personnel that operate this type of accessory and record this retraining, especially about IFU recommendations mentioned above. The customer suggested a different kind of carabiner may prevent recurrence of the event. The manufacturer does not consider that the carabiner design was related to the cause of the event, and that adequate training would ensure the proper verifications are performed prior to every use.